Event description:
It was reported that the customer experienced high blood glucose levels of 600 mg/dl. The customer stated that he was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 43 mg/dl when his actual blood glucose level was 600 mg/dl. The customer treated himself with 25 units of insulin via manual injection. The customer stated that he had been treating himself with soda and candy off the sensor glucose reading and thus experienced the high blood glucose. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Three opened and used reservoirs were inspected and a bicarbonate buffer test was performed. One of the three sensors failed for high readings. The two remaining sensors passed per specifications with accurate readings. All three sensors had a bent cannula. It could not be determined if the customer received the sensors in said condition due to the sensors being returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.